Event description:
Pt used diy teeth moving appliances from smile direct club. This resulted in substantial tmj / tmd jaw problems that require oral surgeon evaluation and treatment. Tmj (jaw) pain continuing despite stopping use of appliance. Pt will likely have to undergo substantial therapy to correct jaw and bite problems, which are directly the result of using smile direct club aligners. Pt has no recourse with MFR as they are absolving themselves from all liability.